Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event of an unrecoverable loss of antenna passed threshold. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and could not confirm the reported event of permanent out of range. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.